Manufacturer narrative:
A1: patient identifier: requested, not available due to patient confidentially. A2: age or date of birth: requested, not available due to patient confidentially. A3: sex: requested, not available due to patient confidentially. A4: weight: requested, not available due to patient confidentially. A5: ethnicity: requested, not available due to patient confidentially. A6: race: requested, not available due to patient confidentially. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received information regarding an event involving an angio-seal device. The device was deployed without apparent issue. After cutting the suture to release the green pusher, the collagen plug was observed at the wound site in a patient with a thin body habitus. The user held the suture while pulling upward and attempted to advance the collagen plug beneath the skin. During this maneuver, the suture and collagen plug detached, resulting in bleeding at the access site. Manual compression was applied to achieve hemostasis. The collagen plug was inspected in an attempt to locate the footplate, but it could not be identified. The patient remained stable and was discharged the following day. No patient injury was reported. Additional information received on 04-sep-2025: a femoral angiogram was performed via a previously scarred groin due to prior bypass surgery, using a 6 french sheath. Ultrasound guidance was used for vascular access. The device failed to deploy, resulting in the entire device being pulled out. A follow-up ultrasound was performed to confirm that the anchor was not retained within the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The components of one (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag and a container holding the collagen and sections of suture. The returned sample was visually inspected and found to have been in used condition with visible signs of blood. The collagen and suture were noted to be deteriorating. Additionally, images of a 6 french angio-seal device were provided and depicted a deployed anchor and unused collagen sponge that was then tamped down. A sample was returned for evaluation and it was noted that the suture and collagen were returned in used condition and separated from the other device components. Based on the available information and the returned sample, the complaint can be confirmed for a deployment issue of the device. The exact root cause was unable to be determined. A likely cause was unable to be determined as sufficient information relating to device deployment and the device itself were not provided. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).